Event description:
It was reported that there was evidence of charring at the bed's inlet power filter and plastic was melted on the power cord. There was alleged pt involvement, but no reported adverse consequences.

Manufacturer narrative:
Power inlet filter damaged and sparking.